Event description:
After the electrode had been used for 2 minutes, the generator would display ¿output shorted¿ but would not reset itself automatically. The black mode button would be pushed and the electrode would work only for a short amount of time. The white plastic surrounding the active tip of the electrode seemed to disintegrate and leave a black mark (looks like the burnt plastic) in the soft tissue. Nothing was left in the patient at the end of the operation. This extended case time by 5 minutes. Status of patient ¿ not known.

Manufacturer narrative:
The complaint device has not been returned for evaluation and therefore the reported failure cannot be verified. It cannot be determined if the active tip sustained any damage that led to this type of failure. The IFU states: ¿observe extreme caution when using electrosurgery in close proximity to or in direct contact with any metal objects. The majority of arthroscopes and arthroscopic instruments are metal. Do not activate the electrode while any portion of the electrode tip is in contact with metal objects or instruments. Doing so may result in unintended injury to the patient or surgical personnel and/or damage to the electrode and/or other equipment.¿ no further information was available to determine if the above mentioned factors contributed to this failure. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed one other dissimilar complaint for this lot of devices that were released to distribution. We cannot discern a root cause for the reported failure mode, although one possibility is the activation of the device in close proximity to metal. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Should the complaint device ever be located and returned to depuy synthes mitek at some point in the future, this complaint file will be reopened at that time and an evaluation will be performed and documented.

Event description:
After the electrode had been used for 2 minutes, the generator would display ¿output shorted¿ but would not reset itself automatically. The black mode button would be pushed and the electrode would work only for a short amount of time. The white plastic surrounding the active tip of the electrode seemed to disintegrate and leave a black mark (looks like the burnt plastic) in the soft tissue. Nothing was left in the patient at the end of the operation. This extended case time by 5 minutes. Status of patient ¿ not known.

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek; however, it is not known if it will be received within the 30 day reporting requirement, therefore depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report.